Event description:
Bad distal electrode, it was a catheter issue. The electrodes on the tip of the catheter were not working when the physician inserted the catheter. The catheter was removed, and a new catheter was used. No issues with the new catheter. No injury to the patient.